Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset error messages. There was no harm or serious injury reported as a result of this incident